Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported the patient was on impella rp flex support and during support, there was a sudden drop in flow and spike in pa pressure. The physician decided to explant the pump. Upon removing the rp flex clot was noted in the cannula. The patient survived the event.

Manufacturer narrative:
The investigation of thrombus and low pump flow has been completed. The data logs confirmed the failure mode and clinical narrative. Logs showed after pump started and run for 8 minutes, mc spiked followed low flow that triggered auto suction response & suction alarms. This event remained to the rest of the case. Product analysis: product was returned in damaged condition (catheter was cut off with no pump plug). Visual inspection found biomaterial inside the pump housing. No other issues were found on the rest of the pump. The root cause of low flow was biomaterial ingestion. As the necessary information was not provided, the root cause of the thrombus was not determined g4 PMA/510(k) number was reported incorrectly on manufacturer device report 1220648-2024-24499.